Manufacturer narrative:
Voluntary medwatch report received: mw5158870.

Event description:
Voluntary medwatch received states the lead was capped due to unknown reason. The patient experienced no consequences.